Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a knee arthroscopic procedure, when the surgeon passed the ar-12990n, through the meniscus, it breaks. The broken fragment was removed. The case was continued using another ar-12990n.